Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. Eval code-result updated. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was provided from a manufacturer's representative on 2017-mar-07. The pump logs show a motor stall occurred on (B)(6) 2017 at 1:04 with no recovery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient's implanted infusion pump containing lioresal (2000mcg/ml at 287.9mcg per day). The indications for use included intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that a motor stall was seen at initial interrogation of the pump. The pump status or event log reported that a motor stall occurred on (B)(6) 2017 at 02:00. The patient was sleeping at the time of the stall, but was able to hear the audible alarm. No recovery was noted. The patient had not recently undergone magnetic resonance imaging (MRI). Reported symptoms included shakiness and vomiting. The patient was to be sent to a surgeon for pump replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-02. It was reported that the pump replacement occurred on (B)(6) 2017.